Event description:
Vent with 70% leak with no obvious circuit leak; flow sensor and expiratory valve changed with high peep alarm and question mark for volumes. Vent changed out. Pt remained stable throughout process.